Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she needed help filling her reservoir. She stated a leak occurred after she took out her reservoir. There was no insulin/fluid visible in the battery, reservoir compartment or under the lcd display. Everything seemed to be intact. Customer¿s blood glucose was 513 mg/dl. She stated that she treated with a bolus. Advised the customer to follow up with a trainer or doctor to teach her how to fill the reservoir. She stated that she keeps pulling out the plunger after filling the reservoir and the o rings come out as well. Advised customer to revert to a backup plan. The pump will not be returned for analysis but the reservoir will return.